Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited oversensing which resulted in inappropriate shocks. Additionally, elevated shock impedance measurements around 130 ohms were noted. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer name and address. Information and manufacturer site facility name and contact information.

Event description:
The supplemental report is being filed to submit the product analysis results.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified the sense b conductor is fractured at the weld site. All other conductors are intact. Details analysis confirmed the fracture resulted from the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.